Manufacturer narrative:
The expiratory pressure transducer printed circuit board (pcb) was replaced during on-site troubleshooting performed by our field service engineer and it has been returned for investigation. The device logs were downloaded and sent for evaluation. The returned pcb was mounted in a reference ventilator for simulated use test. The pre-use check including the pressure transducer test passed without any deviation. No alarms were generated during ventilation. Evaluation of the received device logs can confirm the reported failure. The log shows that it was the expiration valve test that is part of the pressure transducer test that failed. The test failed for the first time on november 30, 2017 and the date of event is updated accordingly. The test failed due to the expiration valve offset current value being out of range. Based on previous investigations, the cause of the expiration valve offset current value being out of range is the expiratory valve membrane mounted in the expiratory cassette. The expiratory valve membrane gets more rigid during use and cleaning and the membrane rigidity affects the offset current value. The expiratory valve membrane is part of the yearly preventive maintenance kit. The conclusion is that the cause of reported pressure transducer test failure was a defective expiratory valve membrane. The returned expiratory pressure transducer pcb is faultless.

Event description:
Importer reference#: (B)(4). Manufacturer reference#: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).